Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination via x-ray imaging revealed dislodgment of the left ventricular lead. This resulted in failure to capture. The lead was (B)(6) 2023. The patient was stable throughout.